Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/4/2024, it was reported by a sales representative via phone that an ar-3680 fibertak button implant system suture, on one side, ripped off and got lost in the patient's canal when seating the anchor. The anchor was not removed, and the case was completed by drilling a new bone socket and using another ar-3680 fibertak button implant system. This was discovered during a subpec bicep tenodesis procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.